Event description:
It was reported to philips that the system's geometry movements were unavailable.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the clinical procedure was completed after restarting the system. A philips remote service engineer (rse) inspected the system remotely and reviewed the log files. Log file analysis confirmed the geometry errors. An onsite visit was scheduled to further investigate the reported issue. Upon further inspection, a philips field service engineer (fse) identified a malfunctioning potentiometer assy. To resolve the issue, the fse replaced the potentiometer assy. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable.